Manufacturer narrative:
Product event summary # product ID# dtba2d1. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 419488, implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted. No further patient complications have been reported as a result of this event.